Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No power loss alarm noted during testing, however device trace download confirmed power loss alarm and low battery alert due to moisture damage. During visual found electrical board and motor moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump keeps getting alarm replace battery now even though the battery was brand new and they change it. Customer's blood glucose value was 140 mg/dl. The customer was assisted with troubleshoot. Customer stated that they receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The device will be returned for analysis.